Event description:
The customer moved the axsym sample probe to perform daily maintenance. The customer was not wearing gloves. While moving her finger under the sample probe, she pricked herself. The customer rinsed her hand under water and soaked it in bleach. The customer sought medical attention and will receive tri-therapy prophylactic treatment.

Manufacturer narrative:
No trend was identified during review of june 2006 complaint trending reports for the axsym system. The axsym operations manual section 9, service and maintenance, states that while performing any service or maintenance procedure, please adhere to the following safety warning: wear gloves, safety glasses, and a lab coat. Follow appropriate blosafety practices. Section 7, operational precautions and limitations / hazard types: biohazards, identifies probe handling and replacement as potential exposure to potentially harmful substances. Section 8, hazards / sampling center / sampling pipettor probe provides a warning of the potential biohazard and instructs to use caution when handling the probe as it is sharp, potentially biohazardous, and may cause physical injury. Section 8, hazards / procedural hazards, cautions the operator during daily, weekly and additional maintenance to wear gloves and to follow appropriate biosafety practices. This is the final report.